Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: location unknown"), pelvic pain ("pelvic pain, pain"), pregnancy with contraceptive device ("pregnancy (with complications)") and bladder injury ("bladder puncture during surgery plaintiff had to have bladder repair surgery") in a 35-year-old female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2009,), miscarriage (loss of twin in utero), anxiety and depression. Concurrent conditions included underweight. Concomitant products included alprazolam (xanax), citalopram, escitalopram oxalate (lexapro) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced cystitis ("infection: frequent bladder infections"). In 2009, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced fatigue ("fatigue"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder injury (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping),") and uterine scar ("scar tissue around uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bladder repair surgery and partial hysterectoctomy to remove essure (uterus only)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia and cystitis had resolved and the pregnancy with contraceptive device, bladder injury, dysmenorrhoea, fatigue, alopecia, migraine, headache, weight increased and uterine scar outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, bladder injury, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy about date of insertion = (B)(6) 2009 and date of removal= 2011. Successful placement of coils. Left: number of coils 3. Right: number of coils 7 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: location unknown"), pelvic pain ("pelvic pain, pain"), pregnancy with contraceptive device ("pregnancy (with complications)") and bladder injury ("bladder puncture during surgery plaintiff had to have bladder repair surgery") in a 35-year-old female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6)2004, (B)(6)2007, (B)(6)2009,), miscarriage (loss of twin in utero), anxiety and depression. Concurrent conditions included underweight. Concomitant products included alprazolam (xanax), citalopram, escitalopram oxalate (lexapro) and oral contraceptive nos. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced cystitis ("infection: frequent bladder infections"). In 2009, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced fatigue ("fatigue"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping),"), scar ("scar tissue around uterus") and bladder injury (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (bladder repair surgery and partial hysteromyotomy to remove essure (uterus only)). Essure was removed in (B)(6)2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia and cystitis had resolved and the pregnancy with contraceptive device, dysmenorrhoea, fatigue, alopecia, migraine, headache, weight increased, scar and bladder injury outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, bladder injury, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy about date of insertion =(B)(6)2009 and date of removal=(B)(6)2011. Successful placement of coils. Left: number of coils 3. Right: number of coils 7. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. Hysterosalpingogram - in (B)(6)2009: results: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jan-2019: plaintiff fact sheet received. Event complication of pregnancy was updated with event scar & bladder injury. Outcome updated for events pelvic , abdominal pain, vaginal bleeding, menorrhagia, bladder infection & dyspareunia. Lot number added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: location unknown"), pelvic pain ("pelvic pain, pain") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 35-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2009,) and miscarriage (loss of twin in utero). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping),"), fatigue ("fatigue"), cystitis ("infection: frequent bladder infections"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and complication of pregnancy ("complication of pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (partial hysterectoctomy to remove essure (uterus only)) and surgery (partial hysterectoctomy to remove essure (uterus only)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, cystitis and complication of pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, complication of pregnancy, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy about date of insertion (B)(6) 2009 and date of removal (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: reporter information, patient details, other relevant history, , product information, events- migration of essure device: location unknown, abnormal bleeding (vaginal), menorrhagia, hair loss, migraines, headaches, weight gain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue") and cystitis ("frequent bladder infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (partial hysterectomy to remove essure). Essure was removed in 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, dyspareunia, dysmenorrhoea, fatigue and cystitis outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.